Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) that was implanted on (B)(6) 2018. The patient just had the stimulator turned on (B)(6) 2018 and the ins was at (B)(6). It was the first attempt to recharge the ins and the patient was getting educated with the recharge process but there was recharging difficulty. When the manufacturer representative tried to initiate the charge with the ins, they were only getting the poor recharge quality message (screen 76). They could interrogate the ins fine with the tablet and with the controller by itself. The recharger had poor coupling issues. The healthcare professional of the clinical study reported an inability to communicate and charge with the ins. The patient had steri-strips on the ins pocket site and it was thought that the one edge of the ins could be felt but she was unsure. It was indicated the patient may not be fully healed from surgery yet. It was reviewed that the pocket site may need to heal further until recharging is possible. There was swelling present at the ins site. It was reviewed that the patient could continue to try to recharge in the coming days if the patient was cleared for recharger. On (B)(6) 2018, it was reported that the patient's battery was now "dead" and the recharger wasn't connecting at all. A replacement recharger was sent to the patient. The patient received the new recharger and was having the same issue. The manufacturer representative was not sure what number was described on the controller screen, however, a poor recharge and reposition screen was reported. The patient experienced a loss of stimulation because the ins was depleted. The patient was examined on (B)(6) 2018 and the physician determined that the battery pocket will need to be revised to allow for proper recharge connection. There was a tilt of the ins in the pocket. A revision was scheduled for (B)(6) 2018. However, the healthcare professional of the clinical study indicated that the pocket revision was not necessary as the issue resolved on its own.